Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during patient use, the device would not power on, but there was no harm to the patient, because a second defibrillator was used. There was no adverse patient impact.